Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the device was unable to x-ray due to a program issue. Fse restarted the system, but the issue persisted. Fse upgraded the software, after upgrade the database switched some programs to invisible like touch screen module. To resolve the issue fse performed corrections after database comparisons and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the device was unable to x-ray due to a program issue. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.